Manufacturer narrative:
Pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download pump traces and history file using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. Pump was able to navigate the menu, continued self test and download pump traces and history file using thump. Pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded pump traces and history file using thump. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 21-jun-2024 in the formatted history file. Lostsensor1alert (780) was found on: 06/21/2024 02:49:00.000. 06/21/2024 02:59:00.000. Unable to test for lost sensor alert due to unresponsive keypad. No delivery alarm/insulin flow blocked alarm was found on. 06/20/2024 15:50:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 06/20/2024 15:52:42.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to unresponsive keypad. Insert battery alarm was found on: 06/21/2024 18:41:34.000. 06/21/2024 19:00:49.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 61 (stuck key alarm) was found on: 06/21/2024 17:54:13.000 to 06/21/2024 23:32:13.000. 06/22/2024 00:09:04.000 to 06/22/2024 23:13:01.000. 06/23/2024 00:23:25.000 to 06/23/2024 01:05:00.000. Unresponsive keypad/pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the required testing, download pump traces and history file using thump due to unresponsive keypad. However, a test case was used, continued self test, download pump traces and history file using thump. Unresponsive keypad/pump error 61 (stuck key alarm) was confirmed according in the formatted history file due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.